Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet occluder was implanted in a patient. Patient performed their 3 month follow up and a transesophageal echocardiogram (tee) on (B)(6) 2023. Patient's tee was suggestive of possible device erosion. Patient reported feeling more shortness of breath and fatigue post-implant and was admitted for further evaluation. Computer tomography pulmonary venogram performed on (B)(6) 2023 showed no erosion identified. Patient to have 6-month follow up in-person and continue medication regimen of asa and plavix. No treatment was provided for the dyspnea or fatigue.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet occluder was implanted in a patient. Patient performed their 3month follow up and a transesophageal echocardiogram (tee) on (B)(6) 2023. Patient's tee was suggestive of possible device erosion. Patient reported feeling more shortness of breath and fatigue post-implant and was admitted for further evaluation. Computer tomography pulmonary venogram performed on (B)(6) 2023 showed no erosion identified. Patient to have 6-month follow up in-person and continue medication regimen of asa and plavix. No treatment was provided for the dyspnea or fatigue. Subsequent to the previously filed report, additional information was received that cause of the patient shortness of breath/dyspnea and fatigue is unclear. The patient had remain hemodynamically stable throughout the implant procedure. There was no clinically significant delay in the procedure that had the potential to cause or resulted in hemodynamic compromise or serious injury. There was no intervention performed due to the patient's condition. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of dyspnea and fatigue were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 medical device problem code: code 3189 removed.